Event description:
Healthcare professional reported a patient was injected with skinvive¿ by juvéderm® in the cheek. There was initially zero blanching noticed, but "it took three days before they saw anything go wrong." It initially reportedly looked like a pimple so it was ignored. Ultimately hylenex was used to dissolve the area. It was noted "it was definitely an occlusion right at the skin level right in the mid cheek." Symptom status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.